Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer stated that the device slowed down and then alarmed. The customer used another like device to complete the case with no pt consequence.